Manufacturer narrative:
Cracked reservoir tube lip noted. Unit had minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was cracked where the reservoir goes in. Customer's blood glucose level was 24 mg/dl. She ate something and brought her blood glucose up to 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.